Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, the left ventricular (lv) lead displayed a fracture, which was confirmed via fluoroscopy. The fracture resulted in pacing inhibition. The lv lead was surgically abandoned during the procedure. No adverse patient effects were reported during the procedure.